Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the top fitting on the pipette assembly had been pulled off and the tubing was partially pulled out of the pipette assembly itself. The pipette assembly was replaced and a new sample filter and tubing from specimen filter to the pipette bypass valve (pbv) the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak at tube assembly sample filter and autofocus failed on their iq200 elite instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles, and gloves at the time of discovery. There was no reported exposure to wounds or mucous membranes.